Manufacturer narrative:
Sample was serum. No sample issues were noted. Customer indicated that the instrument was generating frequent suppressed results for tg with bl abs hi errors. Customer also indicated that qc was within range. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed troubleshooting and replaced multiple hardware parts and performed all necessary alignments. The fse performed precision tests which passed within specifications. The fse then recalibrated where necessary and ran qc which passed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high triglyceride (tg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. One example of the erroneous results yielded 10.41 mmol/l. The result was then repeated on an alternate instrument and produced a result of 0.71 mmol/l and was reran again on the original instrument with a result of 0.75 mmol/l. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event.